Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) to report the one touch ultra meter was giving the error 5 error message. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6) 2010, the pt obtained the error 5 error message on the reported meter; she did not obtain a blood glucose reading. One hour afterwards, the pt experienced the symptoms of trembling and feeling as if she was going to collapse. The pt took no actions, and received no medical attention or treatment. Troubleshooting revealed the pt's testing technique was correct, the test strips were within opened exp dating, and the test strips drew in the blood sample correctly. The issue was not resolved. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.